Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion sets broke off. He inserted the infusion set as normal set up and thought that they would work. He also stated that he did not eat and his blood glucose level was at 140 mg/dl prior to bed. However, he woke up with blood glucose level at 400 mg/dl, pulled it out and noticed that part of the cannula was still in his body. He could even smell insulin on the body. He treated high blood glucose level with the pump. The patient also stated that a week before this report, he went through five infusion sets due to this issue. No further information available.